Manufacturer narrative:
(B) (4). The ge service rep stated that the problem may have been one of communication with rt not acclimated to the new power supply 3 (ps3). The system was repaired and is now operating as intended.

Event description:
The customer reported that the vertical lift column was not working on the system. No patient injury was reported.